Event description:
The customer reported that the device failed to power up by ac power.

Manufacturer narrative:
(B)(4) . The customer reported that the device failed to power up by ac power. The ac power module was ordered to resolve the issue. As of (B)(4) 2010, the customer has not called back regarding this device.